Event description:
Pt's father claims that as he was pushing the wheelchair down his garden path, the left castor fork assembly collapsed causing the wheelchair to tip forward and causing the pt to fall forward out of the wheelchair. The father claimed that when he inspected the chair, the top bolt in the kit fork support had completely unwound causing the castor fork swing back.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This incident occurred in the (B)(6).